Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out-of-range pace impedance measurements greater than 2,000 ohms for several months prior to discovery upon review of stored episodes of noise and oversensing on the patient's right ventricular (rv) lead channel. The reported noise on the rv channel appeared myopotential in origin and resulted in several instances of pacing inhibition and asystole of less than two seconds and episodes of inappropriate anti-tachycardia pacing (atp) therapy. Boston scientific technical services (ts) provided information regarding the issue to the field representative and discussed possible steps toward resolution of the reported issues. Despite the reported period of asystole, the patient was reported not to be pacemaker dependent. Additional information was later received indicating the lv lead pacing configuration was reprogrammed to bipolar and normal in-range impedance measurements were obtained with good sensing. The physician was satisfied with the performance of the lead. A revision procedure was later performed wherein the crt-d and rv lead were explanted and surgically abandoned respectively. Just prior to revision, the lv lead was tested and found to continue exhibiting high out-of-range pace impedance measurements and loss of capture in one pacing configuration and normal impedances and capture in another. Following replacement of the rv lead and device, the lv lead exhibited out-of-range impedances and loss of capture, this time in all configurations as confirmed via the replacement device and pacing system analyzer (psa). The lv lead was surgically abandoned and the physician opted to use the new device without an lv lead. No additional adverse patient effects were reported.